Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not place the left ventricular (lv) lead due to vascular problem of the patient. The lead dislodged several times. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.